Event description:
A remstar autoa-flex device was returned to a third-party service center with no initial alleged complaint. During the initial evaluation of the device at the third-party service center, the service technician observed burnt connector. The device was forwarded to riql by the service center for further investigation. If any additional information is received, a follow-up report will be filed.